Event description:
It was reported that shaft break occurred. A 2.50 x 28mm synergy xd drug-eluting stent was used for treatment. During the procedure, the physician pushed the stent catheter to the lesion site and when it was pushed deeper, the catheter broke. The procedure was completed with another of the same device. The patient was stable post-procedure.